Event description:
International affiliate reports the tip of the expedium quick connect si polyaxial screwdriver broke off inside a concomitant device expedium si polyaxial screw. The fragment jammed in the screw, locking the polyaxiality of the screw head. The surgeon used a short rod to back the screw out enough to seat the rod within the polyaxial screw. Affiliate reports there has been no direct harm to the patient. However, the tip of the screwdriver had to be left jammed/stuck inside the head of the implanted si polyaxial screw. This difficulty contributed to a twenty minute delay to the surgical procedure.

Manufacturer narrative:
Device manufacture date: apr 9, 2009; mar 11, 2009; feb 26, 2009; jan 17, 2009; dec 15, 2008; nov 18, 2008. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium quick connect si polyaxial screwdriver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip, the send half of the tip was not returned for evaluation. Fracture analysis found evidence of a static failure due to shear torsional overloading while tightening. A review of the DHR identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Trending analysis of product complaints for the product code was completed and no immediate product action is required. An internal data review has been opened to review to evaluate the occurrence of the risk in relation to the dfmea and similar failures will be monitored as a part of post market surveillance activities. The root cause of the expedium quick-connect single innie polyaxial screw driver tip breaking cannot be determined from the sample and information provided. A potential root cause is torsional overload. No corrective and preventive action (CAPA) is required at this time as there have been no issues identified in the manufacturing of these devices. As a data review has been opened, this complaint will be closed with no further action required. Mation is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.